Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, after 2 hours in the procedure. The device tip of the clamp broke off but nothing fell into patients cavity. They used another like device to complete the procedure. There was no patient injury.